Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each additional lot number is as follows: medical device lot #: unknown. Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd ultra-fine¿ ii 3/10ml insulin syringe foreign matter was found. This occurred twice. There was no report of patient impact. The following information was provided by the initial reporter, translated from japanese to english: this is a report about a liquid in the barrel. A liquid came out of the barrel when the customer pushed the plunger rod.

Event description:
It was reported while using bd ultra-fine¿ ii 3/10ml insulin syringe foreign matter was found. This occurred twice. There was no report of patient impact. The following information was provided by the initial reporter, translated from japanese to english: this is a report about a liquid in the barrel. A liquid came out of the barrel when the customer pushed the plunger rod.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 14-feb-2023. H6: investigation summary: customer returned two 0.3 ml syringes inside a zipper bag. It was reported that liquid came out of the barrel when the customer pushed the plunger rod. Both returned syringes were visually inspected, and no foreign material or other issues were observed. Then the plunger rod was pressed to see if any fluid is coming out from the syringes and no fluid was seen during the test. A small portion of material was removed from inside tip of the syringe hub and prepared for ftir spectral analysis. The spectral analysis shows that this material is most likely silicone. The result of the spectral analysis shows that this material is poly(dimethylsiloxane). This polydimethylsiloxane is used as the medical grade silicone inside the barrel as a lubricant. A review of the device history record was completed for batch# 2031535. All inspections and challenges were performed per the applicable operations qc specifications. Based on the samples received, embecta was able to confirm the customer indicated issue "foreign matter out of the barrel" as silicone." The fm liquid is a medical grade silicone used during production. This material has an established history of safe clinical experience with subcutaneous administrations over several decades. This silicone has a highly unlikely potential to cross biological membranes, as suggested by weight and various reported log. The silicone-based lubricants used in the manufacturing processes, have undergone multiple tests to support their biocompatibility and overall biological safety. Excessive silicone in barrel visible to user more than specified silicone (process) corresponds to low residual risk levels. Since, there were no defects found in the product, no root cause was identified. H3 other text : see h10.